Manufacturer narrative:
The device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported e433 was recorded on the device¿s error log, however, during testing the e433 error could not reproduced and is considered a temporary fault. The repair inspection also identified that the front panel of the generator is cracked. The generator does not respond to the hand switch activation, which is traced back to a defective motherboard and dust is found inside the generator. The legal manufacturer (oste) performed a review of the device history records for the concerned device. There were no nonconformities associated with the device with respect to the described issue. Based on the device evaluation, the cause of the e433 error could not be conclusively be determined, however, the reportable error, e433, is a known issue. The e433 error will occur if the effective value of the output signal falls below the intended limit of 130v, which normally indicates a low-impedance diode chain. As a safety precaution, the device restarts. If the cause of the error persists, an unlimited permanent restarts may follow, then the device is no longer operational. 1 ¿ interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). 2 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 3 - a defective footswitch (temporary fault). 4 - a defective footswitch (temporary fault, defective reed contact). 5 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 6 - a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). Please note: the generator board shall only be replaced when the error is permanent and can be traced back to this component. If the error is temporary or cannot be reproduced at all, a replacement of this board effective (not even as precautional measure). In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
Olympus was informed the customer high-frequency electro-surgical unit is reported to have ¿error e433 - not working properly ¿ during preparation for use. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.